Event description:
It was reported that the patient passed away and she was not seen by the known physician since 2009. Attempts to contact the patient's current physician have been unsuccessful to date. The only initial source of the patient's death was the obituary which stated that the patient died during hospitalization.

Event description:
Information was received within the (B)(6) that the patient passed away due to a fall from a chair and an unspecified head injury. There is no allegation or other information that the death is related to vns.